Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unknown location of a continu-flo solution administration set during infusion there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.